Event description:
Customer reported damage to the pump housing, specifically around the usb port, which hindered charging ability. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy while awaiting a pump replacement from technical support, who arranged for a replacement pump and provided instructions for returning the damaged one.